Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited high right atrial (ra) impedance measurements of greater than 3000 ohms, noise, oversensing and inappropriate atrial tachy response (atr) episodes. Isometrics were performed and the noise was able to be reproduced. The sensing measurements were stable. The device impedance alert was reprogrammed. No interventions were planned. No adverse patient effects were reported. The device remains in service.